Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer reported that her screen is frozen for 6 hours at a time. The customer reported that the sensor reading was 300mg /dl when blood glucose was 54mg/dl. When blood glucose was 54mg/dl, the customer took glucose tablets, had cranberry juice and when she was feeling a little better ate some food. The customer was describing the sensor glucose and blood glucose difference issue. The customer reported that she had already done troubleshooting for the sensor and does not feel it¿s the sensor. The customer mentioned that she occasionally gets calibration errors. The customer felt that it was a frozen display or a pump issue. The customer also mentioned that she sometimes has to take a blood glucose reading 3 times in one sitting or in a row to get a reading and that confuses her and she was not sure what reading to go by. The customer declined to troubleshoot and wants her pump replaced. The insulin pump will be returned for analysis.